Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the plastic distal end cover had a dent; indication on suction-connector (s-connector) was peeled; connecting tube had discoloration; switch 1(sw1) had worn; grip was shaved; adhesive on bending section cover (a-rubber) had a crack and connecting tube and the universal cord had a wrinkle. Scratches were found on adhesive on a-rubber, connecting tube, protector of universal cord on s-connector side, protector of universal cord on control section side, switch 1 and 2, image guide protector and on the universal cord. As per device evaluation, foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. As per the cleaning, disinfection, and sterilization (cds) information provided by the customer, the customer had cleaned, disinfected, and sterilized the device before sent it to olympus. The customer had flushed the air/water nozzle with water and air and with the detergent solution. According to the customer, it was unknown whether there was any delay in the start of precleaning. Customer did not provide information whether the endoscope was pre-soaked in the detergent solution; whether the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges; whether there were any abnormalities in the accessories used for reprocessing and any idea about what the foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had water supply failure. According to the customer, the subject device was inspected prior to use. The issue was found during an unspecified therapeutic procedure and intended procedure was completed. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the foreign object came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.